Event description:
New information notes before implant, the patient received 3 diverted shocks for noise.

Event description:
It was reported that the asymptomatic patient presented in the operating room for a lead extraction due to noise documented on an rv lead. Externalized conductors were also reported on the lead. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.